Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with complaint of lightheadedness. The right atrial (ra) lead exhibited sensing thresholds below the expected range. The ra lead remains in use. The right ventricular (rv) lead exhibited high thresholds and no capture as well as pauses on the monitor. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.